Manufacturer narrative:
Additional product code: qon additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator experienced an infection at the lead puncture site. The infection was treated with a round of antibiotics that were ineffective. The patient was prescribed a second course of antibiotics. No further patient complications were reported.

Manufacturer narrative:
Block d2b: additional product code: qon. Block d4: UDI for concomitant product, neurostimulator: (B)(4). Block g4: additional premarket/510k: p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to infection which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Additional information: block b5 incident description. Correction: block c2/d10: concomitant product/therapy.

Event description:
It was reported that the patient with this neurostimulator experienced an infection at the lead puncture site. The infection was treated with a round of antibiotics that were ineffective. The patient was prescribed a second course of antibiotics. Additionally, it was noted the infection is a methicillin-resistant staphylococcus aureus (mrsa) infection. As a result of this event the neurostimulator and tined lead were explanted.

Manufacturer narrative:
Additional product code: qon additional premarket/510k: p190006 sections b5, h6: evaluation method codes, and h6: evaluation conclusion codes are impacted.

Event description:
It was reported that the patient with this neurostimulator experienced an infection at the lead puncture site. The infection was treated with a round of antibiotics that were ineffective. The patient was prescribed a second course of antibiotics. The clinical specialist (cs) spoke with the physician's assistant (pa) and they do not have the exact infection start date. The cs is unsure if a specimen was sent for culture. The pa has not been following up with the patient since june to know how they are doing. No further patient complications were reported.